Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. A visual inspection identified that there were white particles in the reservoir of the device. The origin of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were white floating particles in a small volume intermate. This was noted before patient use. The device was filled with an unspecified amount of meropenem. There was no patient involvement. No additional information is available.